Manufacturer narrative:
No patient was present at the time of alleged malfunction. A medtronic representative replaced the computer and fully set up the system. The system was found to be fully functional. The rep then handed the system back over to the facility for full use.

Event description:
A surgeon reported that the pc was very slow. Upon investigation the hdd was only 49% full and some exams were removed. The pc was still very slow and eventually crashed and would not re-boot. It was also noted that the fan on the side of the pc was not rotating. No patient was present at the time of the reported event.